Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damge on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump was exposed to water and moisture under the display was observed. Also, the buttons were responding intermittently. Troubleshooting was performed. The alarm history revealed couple of alarms. The customer also stated that when he tried to clear the alarm, the numbers were scrolling up and down. No further info was provided.